Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During the event log review, it was found that the power was pulled before the end of the manufacturing process. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 599c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number a9dx4m, and no non-conformances were identified. Additional information was requested and the following was obtained: approximately how far did the jaws articulate when placed on tissue? The surgeon reported that it articulated all the way to the left did the device articulate while closed? The device articulated with the jaws open this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon went to place the jaws on tissue and the jaws articulated on their own. After the jaws stopped moving they placed the stapler and tried to fire but it would not fire. They removed it from tissue, hit home, re-articulated and tried to fire but it would not fire again. They then removed it from tissue, removed the battery and reinserted it and re-articulated. The device then fired and they used it for the duration of the case. No delays and no fragments made. No patient harm was reported.